Manufacturer narrative:
(B)(4). The device was returned for analysis. The inflation difficulty and failure to deploy the stent were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
The following additional information was received: when the xience alpine stent delivery system (sds) was pressurized it did not seem the stent/balloon expanded on angiography, although at first, the edges of the stent implant appeared to be expanded only very slightly. Thus, the xience alpine sds was removed out of the anatomy. The stent implant was stationary on the balloon (not loose). A new 2.75 x 12mm xience alpine stent was deployed, using the same indeflator. No additional information provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with moderate tortuosity, moderate calcification and 90% stenosis in the proximal/mid left anterior descending (lad) artery. The 2.75 x 8 mm xience alpine stent delivery system (sds) was advanced to the target lesion without resistance. The sds was pressurized and the indeflator gauge indicated 16 atmospheres; however, angiography revealed the balloon/stent did not inflate/deploy. There was no leakage noted during inflation. The xience alpine was then withdrawn without resistance noted from the patient anatomy. The same indeflator was used to deploy a new non-abbott stent at the target lesion successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.